Event description:
Received customer's medwatch report which states "nursing found the tip of the male adapter chipped off on the spike. Infection control concerned that a small enough piece could enter the pt through the IV line. No indication that happened, just a potential which is cause for concern. Out of box failure, packaging was intact." No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. When the packaging was received it was noted that although the customer reported this as an "out of box failure, packaging was intact." No packaging was received with the set and there was evidence observed that suggested the line had actually been in use on a pt for some period of time. The line contained fluid throughout. There was an alcohol swab cap on one port, and there was a date change label that stated "change friday" with a date of(B)(4) 2014, which was a friday. Since the date of the event was reported to be (B)(4) 2014, this suggested the set has been in use for some time preceding that date. A follow up report will be submitted once the failure investigation has been completed.